Manufacturer narrative:
Patient information unavailable as no patient involved in this concern. Per RMA a new computer was sent to site and swapped, and it was functioning as intended. Still waiting on suspect computer to be returned.

Event description:
Site reported an unstable operating system on the treon portion of the polestar integration system, after the hard drive reached 40gb capacity. The site tried to delete exams from the hard drive by 50% and there was no change in the stability. The system would continue to hang up. No impact on patient outcome reported.